Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: IV fluids started overnight at 21:49 (B)(6) 2026. Fluids running as programmed on IV pump without issue/concern. Ampicillin started as a secondary (piggyback) infusion at 1400 (B)(6) 2026. This was the 5th dose of ampicillin run as a secondary infusion on this line via IV pump. Rn remained at bedside performing patient care. Secondary infusion completed at approx 1415. Appeared to be running as expected for maintenance rate. Rn remained at bedside performing other patient care tasks. At approx 1430, rn assessed lines before leaving bedside. Moved lr bag back up to IV pump hook from lowered position during secondary infusion. Once lr bag was back to a high position, rn noted that the drip rate in the drip chamber was dripping at what appeared to be a bolus rate. IV pump still programmed for maintenance rate of 125 ml/hr while IV fluid was free flowing. Rn paused the IV pump, and noted the IV fluid slowed, but was still running fast despite the pump being paused. Rn closed the pinch clamp. IV fluid still free flowing. Rn closed the rolled clamp. IV fluid still free flowing despite the pump being paused and both clamps on the IV tubing line being closed tight. Rn pinched the IV fluid line off, IV fluid stopped dripping, as noted in the drip chamber. Rn manually pinched and taped the IV fluid line pinched and immediately discontinued the primary line IV fluids (lr) and the attached secondary line, with both primary and secondary bags intact. End of IV tubing covered with green alcohol cap, and IV line pinched/folded off and taped that way to ensure fluids did not continue running out. Appears lr backflowed into the secondary bag while troubleshooting. Secondary line clamped. IV tubing and pump channel discontinued and removed from the patient room immediately. Bagged IV set and pump channel and set aside. Charge nurse and nurse manager notified immediately. Unknown lot# of IV tubing. Fortunately, the fluid running through this IV line was IV fluid, not a medication, at the time that this occurred. Manufacturer name/ number /lot number bd alaris / 2426-007 / no lot number available patient harm: no

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.